Event description:
It was reported that the patient had a reaction to the silent nite appliance that was issued. Patient experienced possible reaction, experiencing gingival irritation on upper canine area, no reaction on lower anchor area. Per medical/dental history, patient claims to have no known allergy.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 11973212 was manufactured from (B)(6) 2022 and was assigned an expiration of october 2025. Connector: lot# 22250 was manufactured from (B)(6) 2022 and was assigned an expiration of december 2025. Supplier (r s hughes) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Light cure: lot# l3kab8397 was manufactured from october 2022 and was assigned an expiration of april 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-7322 rev 5.0 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 5.0 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case." IFU-7322 rev 5.0 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." Correction - d1 brand name.